Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis. The patient was hospitalized for the event. The patient was treated with intraperitoneal heparin (dose, frequency, and duration not reported), intravenous fortum (500mg once daily; duration not reported), and injection vancomycin (500 mg once a day for five days; route not reported) for the peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.